Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during an electrode and probe placement procedure the navigation system software unexpectedly exited. The surgeon was switching the exam views from the registration exam to the imaging system images when the software exited. The surgeon was not actively navigating at the time. The site was able to reboot the navigation system and enter the software. Registration, planning, and merged exam were saved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative tested the system and was unable to replicate the reported issue. The system is functioning as expected. The medtronic representative reported the site has not had any additional occurrences since this reported issue. No parts have been received by the manufacturer for analysis.